Event description:
It was reported that this electrode exhibited oversensing of noise and drops in amplitude morphology measurements. A suspected fracture was thought to be the cause of the reported observations. Testing of the system was unable to reproduce any noise. The electrode was reprogrammed and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode exhibited oversensing of noise and drops in amplitude morphology measurements. A suspected fracture was thought to be the cause of the reported observations. Testing of the system was unable to reproduce any noise. The electrode was reprogrammed and remains in service. No adverse patient effects were reported. Additional information indicated surgical intervention was later performed and the electrode was explanted and returned for analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited oversensing of noise and drops in amplitude morphology measurements. A suspected fracture was thought to be the cause of the reported observations. Testing of the system was unable to reproduce any noise. The electrode was reprogrammed and remains in service. No adverse patient effects were reported. Additional information indicated surgical intervention was later performed and the electrode was explanted and returned for analysis.